Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump failed the displacement test, and gave an alarm during the rewind due to an out of phase motor encoder signal. The pump also had a cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners. Unable to confirm the motor error alarms due to other alarms.

Event description:
Customer reported, the insulin pump alarmed motor error. Customer reported she did have a MRI the day prior. She went in with the device; she had forgotten to take it off. Customer was aware she was not supposed to go in with the device. Customer stated, the device has been giving her alarms after the MRI incident. Customer stated when the device gives a bolus it keeps pushing insulin through. Customer's blood glucose was 307 mg/dl. Alarm and possible causes were explained to the customer. Customer attempted to rewind the device and it alarmed and will not allow her to past. Customer was advised to revert to back up plan. No further information reported.